Event description:
Consumer called to report her meter is occasionally giving a reading in the "40's", then giving a much higher reading when she retests. Analysis run on clark error grid using mean average reading (207) as reference point vs. Bd readings (42, 372) yielded some data points in the c/e range of the grid, outside acceptable limits.